Manufacturer narrative:
The product was returned and visual inspection of the proximal hub found scratches, dents & signs of use. There are also numerous circumferential shaft scratches suggesting a lot of heavy use. The distal head fractured off near the proximal end. The distal head has numerous scratches, dents & wear also suggesting heavy use. The distal head's fracture surface is seen in which tissue residue & post fracture damage obfuscates fracture artifacts that might have suggested a fracture origin. DHR review found the product was made to print. Complaint review found no adverse trends. The failure of the device is likely due to misuse, torsional overload and failure to inspect for wear and disfigurement prior to use. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Biomet package insert contains the following warning: under care and handling of instruments number 1. General. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint (B)(4).

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2014, during which one end of the reamer shaft fractured. It is unknown whether product fell into patient and/or if pieces had to be retrieved. There was no delay in the procedure. No additional patient consequences were reported. Attempts have been made and no further information has been provided.